Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable calcium gen.2 results on their c702 analyzer. The customer stated their laboratory had an internal rule requiring random calcium samples from line one be repeated on another line on the analyzer. The customer stated they found discrepancies and repeated 160 calcium samples. The customer provided data for 18 patients, nine of which had discrepant results that were reported outside the laboratory. The first patient's initial calcium result was 1.93 mmol/l. The repeat result was 2.55 mmol/l. The second patient's initial calcium result was 2.14 mmol/l. The repeat result was 2.59 mmol/l. The third patient's initial calcium result was 1.98 mmol/l. The repeat result was 2.50 mmol/l. The fourth patient's initial calcium result was 1.85 mmol/l. The repeat result was 2.46 mmol/l. The fifth patient's initial calcium result was 1.85 mmol/l. The repeat result was 2.33 mmol/l. The sixth patient's initial calcium result was 1.93 mmol/l. The repeat result was 2.545 mmol/l. The seventh patient's initial calcium result was 2.08 mmol/l. The repeat result was 2.529 mmol/l. The eighth patient's initial calcium result was 1.47 mmol/l. The repeat result was 2.262 mmol/l. The ninth patient's initial calcium result was 1.47 mmol/l. The repeat result was 2.27 mmol/l. The repeat results were considered correct and issued as corrected reports where possible. There were no adverse events. The calcium reagent lot number was 680854 and the expiration date was not provided. The field service representative checked the analyzer and found a problem with the spring of the rinse nozzle in rinse unit two. The plastic spring was bent and loose. After fixing the problem, he ran precision testing with acceptable results.